Manufacturer narrative:
Device technical analysis: this product has not been returned to boston scientific and therefore device analysis could not be performed. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the health care professional (hcp) called technical services (ts) for further review of the pacemaker stored signal artifact monitor (sam) events. Upon review, the presenting electrogram (egm) showed lead safety switch (lss) on the right atrial (ra) lead was triggered from bipolar to unipolar configurations due to high out of range pacing impedances recorded on the ra lead. Further review of the sam event showed the minute ventilation (mv) sensor vector switched due to possible myopotential oversensing noise on the ra lead after the lss. It is noted the ra lead is suspected of possible fracture. Ts provided programming options and isometric recommendations for further lead evaluations. Subsequently, isometrics were performed and the ra lead settings were reprogrammed. At this time, the ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) called technical services (ts) for further review of the pacemaker stored signal artifact monitor (sam) events. Upon review, the presenting electrogram (egm) showed lead safety switch (lss) on the right atrial (ra) lead was triggered from bipolar to unipolar configurations due to high out of range pacing impedances recorded on the ra lead. Further review of the sam event showed the minute ventilation (mv) sensor vector switched due to possible myopotential oversensing noise on the ra lead after the lss. It is noted the ra lead is suspected of possible fracture. Ts provided programming options and isometric recommendations for further lead evaluations. Subsequently, isometrics were performed and the ra lead settings were reprogrammed. At this time, the ra lead remains in service. No adverse patient effects were reported.